Manufacturer narrative:
Reference# (B)(4).

Event description:
No signal after power on. Cse tried reloading software, but software install cannot proceed with error. According to the end-user, the first event they encounter is that the procedure or the examination are not saving and they cant find the patient data examination in the record file. This MDR is being submitted following a retrospective review.

Manufacturer narrative:
The initial MDR (MFR# 3023245-2024-00047) was submitted following a retrospective review performed by siemens. This report is being submitted to provide additional information related to the investigation results. Log files were reviewed and it was found that the fpd was not showing signal message after powering on. The cse first checked the wiring connection and reconnected the two ssd from cem and iom and re-installed the system software. However, the problem remained. Finally, the ssd was replaced and the issue was resolved. According to the end-user, the first event they encounter is that the procedure or the examination are not saving and they can't find the patient data examination in the record file. It is likely they shutdown the unit and on the other day the unit didn't boot-up or no signal after powering on the unit. It is possible that the data was lost due to the abrupt shutdown, but this could not be confirmed based on available information. Reference# (B)(4).